Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0n24v, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient had an infection at the implantable neurostimulator (ins) and extensions. The ins and extensions were explanted and the infection had resolved. The ins and extensions were later replaced. The patient's indication for use is movement disorders and parkinson's dual.